Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtainedthat was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that ¿surgeon inserted truespan into patient and implant deployed before being put into the right place- it appears implant came loose out of gun without officially pulling trigger¿. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (141l344), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. D4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. The unique identifier (UDI) has been updated accordingly. (B)(4).

Event description:
It was reported by the sales rep from new zealand that during an meniscal repair surgical procedure on an unknown date the 3x truespan device implant deployed before being put into the right place and it appeared that the implant came loose out of the gun without officially pulling the trigger. There was a delay of three minutes reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4;h4: the date of expiration and date of manufacture were not provided. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.